Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during dwell four of six of peritoneal dialysis therapy. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative assisted the patient in clearing the alarm and advised the patient to finish therapy manually or restart therapy with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.